Manufacturer narrative:
Pump error 25 due to j6 connector resistance issue.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump alarmed for power error detected. Customer¿s blood glucose was unknown at time of incident. Customer previously called to report power error detected. Power error detected recurred within a week of troubleshooting previous occurrence. Insulin pump will be returned for analysis.